Event description:
It was reported that the event occurred while in the cath lab during use. After the dilator was removed from the radial artery, blood was noted to flow out of the 2 way valve of the sheath, prior to spring wire guide (swg) insertion. As a result, due to the amount of blood the physician decided to replace the sheath. After the sheath was replaced, the swg was successfully inserted and therapy continued. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy while retrieving a new kit with no harm to the pt. The pt outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.